Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: none, device remains implanted.

Event description:
Healthcare professional called to reported use error, implanted expired devices. This record is for the right side. Device implanted.